Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Hence, the lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned. Testing was completed to assess lead electrical performance, indicating that the conductors were intact. A visual inspection revealed no anomalies. The allegation against the lead was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was fractured. Hence, the lead was capped. No additional adverse patient effects were reported.